Manufacturer narrative:
The tubing through check valve (cv25) provides diluent from the backwash manifold 4 (mf4) to wash the aspiration pathway and areas where blood is delivered (probe, flow cell, mixing chambers). The tubing is only filled with lh series diluent, never with blood. Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse replaced the tubing in check valve (cv25) from manifold 4 to resolve the leak. Failure mode: disconnected tubing from cv-25 from mf4. User error resulting from no eye protection being used by the customer when operating the analyzer. Per product labeling: beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
The customer reported to beckman coulter that a tubing came off at check valve (cv-25) that is connected to the diluter manifold 4 (mf4). The operator opened the cover of the instrument to locate the source of the leak and the lh diluent from the tubing splashed on the customer's face and in the eyes. The instrument associated with this event is the coulter lh 750 hematology analyzer. The customer was wearing gloves and a gown, but no goggles or other eye protection at the time of this incident. The material safety data sheet (msds) was reviewed by the customer for first aid measures. It is unknown if an exposure control plan is at the facility. There was no contact to any part where blood may have been present. The tubing is only filled with the lh series diluent, never with blood. The customer sought medical attention with an eye doctor. There was no death or injury resulting from the incident. Per the information provided on (B)(6) 2013, the operator is currently not having problems.